Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: the downloaded pump settings showed that the user had the following I:c ratios programmed; 1u:10g at 00:00, 1u:7g at 06:00, 1u:7g at 11:00, 1u:7g at 17:00, 1u:8g at 20:00. The pump was exercised for 24 hours with the user's I:c ratio. Ezcarb boluses were performed at 05:29 and at 08:27; the pump correctly switched from 1u:10g to 1u:7g. No errors occurred during testing. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated the I:c ratio is no longer delivering correctly, for example: this time they should be getting 1:7 and the pump continued to instruct them to deliver 1:10. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.